Event description:
The customer reported that the nurse entered the patient's room to titrate a precedex drip and noted fluid leaking from the IV pump. The nurse opened the pump door and fluid was found to be coming from a hole in the upper part of the pump segment. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.